Event description:
Info rec'd that the head and knee will not raise. No injury reported.

Manufacturer narrative:
Possible cover holding down on the CPR pedal. Technician removed the cover and everything works as designed.